Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced delivery difficulties with the guidewire. The guidewire bent during delivery of the impella 5.5 pump. A second guidewire was obtained, and it bent as well. It was noted that the patient was obese with a very thick chest that may have compromised the anatomy/angles being traversed. Upon use of a third guidewire, the implant was successful, and the patient was able to receive impella mcs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced delivery difficulties with the guidewire. The patient would also experience arrhythmic events and subsequently expire. The guidewire bent during delivery of the impella 5.5 pump. A second guidewire was obtained, and it bent as well. It was noted that the patient was obese with a very thick chest that may have compromised the anatomy/angles being traversed. Upon use of a third guidewire, the implant was successful, and the patient was able to receive impella mcs. After placement of the impella 5.5 device, the patient was implanted with a competitor's right-sided device (protek duo), which was advanced to the pulmonary artery to treat right ventricular failure. Following the patient experienced atrial fibrillation with rapid ventricular response and was cardioverted twice. The patient was sent to the unit for continued care. It was noted that at some point the patient was placed on veno-venous extracorporeal membrane oxygenation (vv ECMO) as well. While on support approximately five days later, the patient went into ventricular tachycardia and required shocks. Following the patient would experience intermittent bouts of ventricular tachycardia even right before his demise. Care was eventually withdrawn and the patient expired. The patient had multiple devices, left side impella, right side (protek duo) and ECMO, and given the arrhythmic events it is unclear which device may have possibly caused or contributed to the event and its outcome. Medical safety review of the event noted there is not enough evidence to exclude impella 5.5 pump as an associated factor in the patient's outcome.

Manufacturer narrative:
Additional details on the complaint were reviewed by medical safety and updates to the type of reportable event and corresponding fields were required. These updates have been made to the following sections: b1, b2, b5, h1 and h6 (health effect and medical device problem codes) accordingly.